Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 250-260 mg/dl. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Cause was not known. Customer consumed "relion drinks" to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.